Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during thrombectomy. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the lower leg. An error message to check saline supply displayed during thrombectomy mode. They stopped using the catheter. The procedure was completed with another angiojet® solent¿ omni. There were no patient complications and the patient's condition was fine.